Event description:
It was reported that during an unk procedure, the handswitch did not work. Another device was used to complete the case. There were no adverse consequences to the pt. Two device will be returned.